Manufacturer narrative:
(B)(4). Investigation summary no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient was revised to address loosening of the tibia component at the cement to implant interface. There are no implant record available, just an operative note. Cement manufacturer unknown. Doi: (B)(6) 2013; dor: (B)(6) 2018; left knee.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H10 additional narrative:  h6 patient code: no code available (3191) was used to capture device revision or replacement. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint (B)(4). Investigation summary : update 15-jan-2021: the investigation was re-opened upon receipt of additional information. No device associated with this report was received for examination. Based on previous investigations, this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Device history lot: product code 150610006, work order (B)(4) was manufactured on the 21 june 2012. - 18 parts were manufactured per specification and all raw material met specification. - there was one non-conformances (nc) found to be associated with work order (B)(4) this nc is unrelated to the complaint failure mode as (B)(4) was opened to add a second associate visual inspection step at laser step in the process. - two scrap parts were found to be associated with work order (B)(4) . The two parts were scrapped for ¿a025 casting defect¿. The reason code of ¿a025 casting defect¿ is unrelated to the complaint failure mode of ¿loosening¿ as all other parts passed the final visual inspection in place to detect this failure mode.